Event description:
A malfunction on the pump was reported by the customer. There was no information provided regarding any adverse impact on the customer's blood glucose level. The customer initially had not reset the pump for this malfunction, but later called back with charging supplies and was guided by technical support through the process of resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further malfunction codes appeared.